Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +15.0d) was implanted in the right eye on (B)(6) 2025. Postoperatively and prior to light treatments, the patient complained of visual disturbances. After the completion of light treatments, the patient continued to report visual disturbances. The lal was explanted (B)(6) 2026.